Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experience to hyperglycemia. Customer's blood glucose level was 321 mg/dl at time of incident and 421 mg/dl. Customer had using insulin pump within 48 hours of reported high blood glucose event. Customer treated with manual injection. Customer had some symptoms like nausea and abdominal pain. Customer was neither in emergency room nor admitted into hospital. Customer stated the drive support cap appears normal. Customer declined to perform the test. The insulin pump will be returned for analysis.